Event description:
During the procedure, after advancing a #5-french sheath over the guidewire, the physician removed the guidewire and noted that, while the guidewire was intact, the hydrophylic coating was partially peeled away from the guidewire, but still attached. A chest x-ray was taken with no residual coating found.